Event description:
While removing a screw, the tip of the extraction screwdriver broke off in the head of the screw and could not be retrieved.

Manufacturer narrative:
Additional information has been requested. The complaint handling unit (chu) received notification of this event on march 20, 2009. The event occurred on (B)(6), 2009. The chu is submitting this 30 day notification based on the information received on (B)(4), 2009. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.